Event description:
Attorney alleges plaintiff developed a capsulotomy, multiple physical symptoms including breast pain, hardness, lumps, loss of sensation, arm pain, multiple surgery, anxiety, stress, pain and suffering.